Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead code was recorded on (B)(6) 2018 after a shock was attempted. On (B)(6) 2018 there were 23 shorted lead codes recorded following shock delivery. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
A revision procedure was performed and the ICD was explanted and replaced. The other manufacturer's rv lead was also surgically abandoned. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead received multiple shocks for ventricular tachycardia (vt). The first 41 joule shock that was delivered converted the rhythm with a shock impedance measurement of 40 ohms. The patient had another set of episodes which reported shock impedance measurements of less than 20 ohms. There was also an alert indicating a shorted lead. The next day, the device attempted to deliver 6 shocks but did not convert the rhythm. The patient had to be externally rescued. The history of the shock impedance was reviewed indicated a fluctuation between 50 to 59 ohms. No additional adverse patient effects were reported.